Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that fault 43 fiber optic module alarm occurred three times in the diagnostic fault log. The iabp unit faulted one time while being tested by the fse. The light signal was very low, and seemed to go lower the longer the machine was on. The fse replaced the fiber optic module, tested it again and the light output went up to a normal level. The unit passed all functional and safety tests; and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed ap optical reading failure, upon start-up. There was no patient involvement, thus no adverse event was reported.